Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak had occurred during their peritoneal dialysis (pd) treatment. The patient stated there were unspecified alarms that occurred prior to the fluid leak. The fluid was found leaking from behind the cassette door during drain 3 of 5. The patient reported to ts that the leak was caused by a hole in the cassette. The ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Upon follow up with the pdrn, it was reported that the patient did not complete their treatment. However, the pdrn confirmed the patient is trained on performing stat drains, as well as manual pd therapy if needed. The pdrn stated that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler was reportedly returned to the manufacturer for physical evaluation. The cassette was not available to be returned for evaluation as it was reportedly discarded by the patient. Additionally, the patient was unable to provide a lot number for the cassette.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. In addition, there were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler also underwent a mushroom head check and passed. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on (B)(6) 2018. There were no other deviations or non-conformances during the manufacturing process. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.